Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a temperature alarm. The pump had not been exposed to extreme temperatures. The customer's blood glucose level was not impacted. The customer was able to clear the alarm and resumed insulin therapy.